Manufacturer narrative:
This was clearly an unusual accident and user error; there was no device malfunction. Decision to file was based on the fact that the pt sought medical help as a result of using the device.

Event description:
In 2007, tripath imaging rec'd a report from a ob/gyn clinic, that while a pt was in the office, she mistakenly drank a 10ml vial containing surepath preservative fluid. That fluid contains mostly ethanol but also 120 microliters of methanol (1.2%). The vial is used to preserve a cervical cytology sample for analysis. The pt clearly misunderstood the nurse's instructions. Pt was sent to an ER for eval and poison control was called. Pt was given fluids and released the same day. She is apparently fine with no side effects. No malfunction, user error.